Event description:
It was reported that at the activation of the implant the pt had no hearing sensation with the device and reported to suffer from vertigo. The pt was explanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.